Manufacturer narrative:
Product has not yet been received by manufacturer for evaluation, therefore, the investigation report is incomplete at this time. A f/u investigation report will be sent when completed.

Event description:
The event is reported as: there was a crack on the inspiratory limb of the circuit at machine end. No pt injury reported.